Event description:
It was reported the patient¿s blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 1 and 4 hours on the hip/buttocks. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and the needle did not retract. Hyperglycemia treated with manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and the needle did not retract. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The received device had the cannula assembly fully deployed and the needle completely retracted. No timeouts, drive stalls or alarm were seen in the download data. The device delivered 452 pulses. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no damages or defects that would result in the reported needle not retracting.